Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-00534. Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the procedure the drill bit could not move in any angle. It was stuck with the fast guide of the plate. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 212000022, dvr 2.2mm drill bit sterile, 573780. 131824051, dvr volar rim l st, 146580. 131827112, lock screw sq 2.7mm 12mm ste, 769850. 131827114, lock screw sq 2.7mm 14mm ste, 475750. 131827114, lock screw sq 2.7mm 14mm ste, 774300. 131827116, lock screw sq 2.7mm 16mm ste, 536010. 131827116, lock screw sq 2.7mm 16mm ste, 596570. 131827118, lock screw sq 2.7mm 18mm ste, 478230. 131827118, lock screw sq 2.7mm 18mm ste, 653630. 131827118, lock screw sq 2.7mm 18mm ste, 308450. 131827120, lock screw sq 2.7mm 20mm ste, 510840.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument locked/seized. Inspection of the device identified the returned drill bit is stuck in the f.a.s.t. Guide. Visual analysis shows cosmetic damage. When measured in four places along its shaft, the drill bit was confirmed to be in conformance with specifications. A complete analysis of the plate was not possible, as only the f.a.s.t. Guide was returned. It was not possible to measure the interior diameter of guide, as it is cold-welded to the drill bit. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the drill bit could not move in any angle. It was stuck with the fast guide of the plate. This caused the need to remove the plate from the patient. Attempts have been made and additional information on the reported event is unavailable.